Event description:
It was reported that there was t-wave oversensing and that the patient received an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was t-wave oversensing and that the patient received an inappropriate shock. It was later reported that the physician capped and replaced the lead for "medical judgment /system upgrade" reasons. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
Asku